Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 151 mg/dl. Customer stated that she dropped the meter a few times and the meter has been giving high blood results for about a month. The customer's expected fasting blood glucose test result is 109 mg/dl. Customer stated she only tests once a day (fasting). The customer feels well and did not report any symptoms. Customer stated that she made an appointment to see the doctor because of the high blood results the meter was giving. Customer stated that she was told that her stress level was high and that might be a reason her results were high; no new medication was given. Customer had made the appointment because of the high blood results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns: customer is concern with all these results.